Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 21st november 2012 and the device performed to specification, alongside random manual power ons, up to the (B)(6) 2015. The device failed multiple self-tests due to a low battery between the (B)(6) 2015 and the (B)(6) 2016. Multiple manual power under one minute duration were recorded during this time. The device was still in fault mode on the (B)(6) 2016 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. A test pad-pak was inserted into the device and the device passed a self-test. The device failed to power off using the on/off button. This would indicate a fault. A test shock was delivered without fault and an acceptable measurement was recorded. The device could not be powered off using the on/off button. Upon visual inspection of the membrane tail corrosion was observed. Investigation found the fault can be attributed to membrane failure due to adverse storage conditions. The device was returned with a reported fault of memory full however there is no information within the technical log that indicates the device gave a memory full warning. The measurements taken during the investigation would indicate a failing membrane. The fault could not be replicated with a good membrane installed. The corrosion would indicate the device had been stored in adverse conditions however this could not be verified by any other means.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Memory full prompt.